Manufacturer narrative:
A ge representative evaluated the system and replaced the hard drive. System operates as intended.

Event description:
Customer reported the system is mixing up patients' images. No patient injury was reported.